Event description:
The hospital reported that during a video laryngoscopy the patient complained of burning sensation when the scope was going through the nasal and esophageal area. The procedure was completed with the same device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed that there was no image found after activating the endoscope. A large leak on the bending section was noted and the leak was attributed to a cut on the bending section cover. In addition, the bending section was noted to feel unusually warm after a few minutes of activating the endoscope. There was no evidence of fluid invasion in the control body unit, light guide prong connector, video connector and bending section. The endoscope was forwarded to the original equipment manufacturer for further investigation. Olympus will update this report when the investigation is completed.